Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: (B)(4) analysis confirmed the reported event. Cable insulation is cracked open. Positive covers for alligator clips (red) has dulled, discolored. It is noted the cable is over two years old and is end of life - normal.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported there is a crack in the cord. No patient involvement or complications were reported as a result of this event.